Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that a trocar pin broke off in a cut guide while being used in a knee arthroplasty.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products were performed. The pin was found to be stuck in the 3-degree right proximal tibial cut guide. Tibial cut guide exhibit gouge and wear. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.